Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-22420. It was reported that an ipg and lead were implanted with no complications. However, postoperative diagnostics indicated high impedance readings. Imaging revealed the lead appeared to be partially backed out of the ipg header. Patient was taken back to surgery and the physician reinserted the lead into the ipg header and tightened the set screw, but the lead was still able to be pulled out. The ipg was removed and another implanted, however the lead was again still able to be pulled out. Lead and ipg were tested with an extension and still pulled out. Lead was explanted and new lead used to complete the procedure with no issues.

Manufacturer narrative:
The reported allegation the lead could not be secured inside the ipg¿s header as related to the ipg was not confirmed. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. Visual inspection showed the ipg was returned with the terminal electrode of the accompanying lead inside the connector block of port 3. This electrode prevented a lead from being properly inserted and secured inside port 3 of the ipg. These conditions would cause misalignment of the contacts which could cause high impedance to be observed on any lead inserted in port 3. Bench testing showed; except for channel 12, all impedances measured in the expected range. The high impedance observed on channel 12 was due to the electrode stuck on the connector block. The terminal electrode being broken off is consistent with the lead being pulled from the ipg with the setscrew still engaged. The root cause of the issue could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.